Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed software error alarm. Customer's blood glucose was 8.6 mmol/l. Delivery stopped. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. An unexpected pump error alarmed occurred during testing due to serial flash time-out error, problem isolated to connector. An unexpected pump error 53 alarmed during testing and was also present in format history file. We were unable to determine root cause of pump error 53. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, missing display window cover, damaged keypad overlay texture, missing serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump was received with air leak during leak test close to battery tube threads on battery tube area.